Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient complained of a loss of therapy on the right side of his body and the health care provider requested x-rays. X-rays confirmed that the lead had moved down a contact. The patient is receiving coverage on the left side only and lost all right-side coverage. There were no environmental or external factors noted which may have caused or contributed to the issue. An impedance check was performed, and reprogramming was tried to recapture the right sided coverage. The issue was not resolved at the time of the report, and the patient was scheduled for a lead revision on (B)(6) 2018. There were no further complications reported or anticipated.